Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer is getting her insulin pump replaced for a button error. Customer's blood glucose level was 148 mg/dl and her sensor reading was 64 mg/dl. Customer stated that the pump went into threshold suspend. Customer was receiving low warnings. Customer's sensor was now reading 159 mg/dl. Optimal calibration protocol was discussed. A courtesy sensor will be sent. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.